Event description:
Spontaneous call from pt, pt was released from hosp today. No info about hosp admission known. The hosp was not using her pumps so the battery had not been changed and on one of her ms3 pumps, the internal battery had died. (Sn (B)(4) due 02/18/2020) the programming was lost for the other ms3 pump. The pt was able to get it working and she is using it currently. Not sure what pt did, so will send replacement for this pump as well (sn (B)(4) due 06/07/2020). Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.